Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up after feeling a vibratory alert for the implantable cardiac defibrillator. The device was prophylactically explanted and replaced. The patient was noted to be in stable condition.

Manufacturer narrative:
Final analysis found normal device characteristics. The device battery was noted to be above elective replacement indicator.